Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Patient had an ankle fracture repaired with fibular plate and non stryker product (tight rope) for the syndesmosis. Approximately 2 weeks later there was noticed widening of the syndesmosis and the patient's incision was not healing well. Patient was brought back to or and a longer fibular plate was implanted. The surgeon elected to re-use some of the screws from the first procedure in the revision through the new plate. The hospital would like to know if there is written procedure from stryker to re-use screws.

Manufacturer narrative:
The product was not returned, this event does not match the definition of a complaint, the reported event is not device related therefore this investigation record only serves as an answer to the customer. Per the event description, the syndesmosis was treated by a non stryker product (tight rope). Per the labeling, the device is for single usage only. The IFU (B)(4)was reviewed: once applied, single use products must never be reused. Although it may appear undamaged, previous stresses may have created imperfections that could reduce its service life.

Event description:
Patient had an ankle fracture repaired with fibular plate and non stryker product (tight rope) for the syndesmosis. Approximately 2 weeks later there was noticed widening of the syndesmosis and the patient's incision was not healing well. Patient was brought back to or and a longer fibular plate was implanted. The surgeon elected to re-use some of the screws from the first procedure in the revision through the new plate. The hospital would like to know if there is written procedure from stryker to re-use screws.